Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device; failure (event) observed during analysis. Internal insulation abrasion was found at 10.4cm to 11.4cm from the distal tip between the rv and svc shock coils. At this location, the rv lumen was abraded but the etfe coating was intact.